Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Upon review, it was noted that the trends showed variability in daily measurements test. Programing efforts will be performed. Currently, this product remains in service and no additional adverse patient effects were reported.